Event description:
A product liability claim was raised out of the use of a durom acetabular component. It was reported that the patient received a durom us acetabular component 62/ 56 v on an unknown date and underwent revision surgery on (B)(6) 2013 due to unknown reasons. Furthermore it was stated "that the shell looked like it had bony ingrowth."

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/ or the device (s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).